Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol phasix plug and patch device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient experiences stomach pain since the multiple procedures and hernia mesh implants. No medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - patient underwent an incarcerated right inguinal hernia repair procedure to introduce a bard/davol phasix plug and patch to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2016: the patient underwent a subsequent surgery to repair an umbilical hernia. The patient was implanted with a non-bard/davol mesh. The attorney alleges the patient has experienced and continues to experience stomach pain since the multiple procedures and hernia mesh implants. The patient lives in constant fear that whenever she sneezes or coughs, the mesh will tear, or a new hernia will emerge. Additionally, patient is challenged with her now limited range of motion and performing daily activities. These injuries and inabilities were not present before the implantation of the mesh products. The patient has suffered severe and possibly permanent injuries, and emotional distress. Patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in her body.